Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Related manufacturer reference number: 1627487-2020-01694; related manufacturer reference number: 1627487-2020-01695; related manufacturer reference number: 1627487-2020-01697; related manufacturer reference number: 1627487-2020-01700. It was reported the patient experienced ineffective stimulation do to high impedance. As a result, surgical intervention was undertaken during which the entire system was explanted and replaced.

Manufacturer narrative:
A patient experienced ineffective stimulation due to high impedance was reported to abbott. As a result, the entire system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.